Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of connection issues was confirmed upon inspection of the samples. Analysis of the sample showed that the defect reported by the user, separation can be observed in catheter adapter, tube joint. However, bd was not able to determine the cause of the failure as no sample was returned for analysis. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
No additional information.

Event description:
It was reported that bd nexiva diffusics 20g x 1.25 in had connection issues it was reported by customer that bd nexiva diffusics 20 ga x 1.25 in closed IV catheter system. The pre-attached extension tubing dislodged from the stabilization platform after starting the IV on the patient. I was able to tamponed the vein and remove the catheter assembly with only a few cc blood verbatim#: rcc received a complaint via email. Email(s) attached. Item: 383593 quantity affected: (B)(4) ea serial/lot number: (B)(6) po : (B)(6). Are any samples available for return? Yes reported issue: bd nexiva diffusics 20 ga x 1.25 in closed IV catheter system. The pre-attached extension tubing dislodged from the stabilization platform after starting the IV on the patient. I was able to tamponed the vein and remove the catheter assembly with only a few cc blood.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.